Event description:
Our distributor in (B)(6) reported that various hospitals had found that the heater wire pins were damaged on their rt200 adult breathing circuits, preventing connection of the breathing circuit to the heater wire adaptor. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt200 breathing circuits were not returned to fisher & paykel healthcare (B)(4) for evaluation. Our analysis is accordingly based on the event description and our knowledge of the product. Based on other complaints of this nature that we have received, when the heater wire adaptor cannot be fully connected to the heater wire socket in the heated inspiratory tube of the rt200, we found that one or both of the inspiratory heater wire pins may be bent or split. This prevents the adaptor from connecting to the heater wire socket. A table with details of the lot numbers and quantities involved in this report is attached. The table also features a lot check for each of the lot numbers provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during transport or by the end user. (B)(4).